Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument (pn: 471405-06 // ln: (B)(4)) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed. The instrument was found to have a segment of the conductor wire sticking out from the grip tips. A segment of wire is sticking out such that the wire protruded above the outer surface of the conductor wire groove. As a result of the dislodged conductor wire, the force amp pulley cannot move in its full range when the inputs are manually manipulated. The grips failed to open completely. The electrical continuity test passed. Root cause is attributed to a component failure. Failure analysis found the secondary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, causing the internal conductor wire to be exposed at the wrist. The damage was located at the distal end at the grip's conductor wire groove. No material was missing. Root cause is attributed to a component failure. System error log review was conducted on 06-may-2021 for a procedure on (B)(6) 2021 on system sl0484. While there were various communication and informational messages, including tool sensor messages on universal surgical manipulator (usm); usm1, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was performed on (B)(6) 2021 for a procedure on (B)(6) 2021 on system sl0484. There were two force bipolar instruments recorded in this procedure and both had 11 of 12 uses remaining as follows: #1 force bipolar pn: 471405-06 // ln: n10210308-0110 // sn: (B)(4) in use for 0:14:24 minutes and #2 force bipolar pn: 471405-06 // ln: n10210308-0123 // sn: (B)(4) in use for 0:53:04 minutes. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. Isi received a copy of an instrument photograph from the customer. The photograph shows instrument damage at the wrist which coincides with the reported event. The customer reported complaint does not itself constitute an MDR reportable event, however, based on the additional information obtained from fa investigations, this complaint is being assessed as a reportable malfunction. Fa found insulation damage on the conductor wire, causing the internal conductor wire to be exposed at the wrist. The damage was located at the distal end at the grip's conductor wire groove with root causes attributed to component failure. In addition, the electrical continuity test passed. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
During a da vinci-assisted unilateral inguinal hernia etep procedure, with use of a force bipolar instrument, the surgeon went into strong mode during dissection of the hernia sac and it would not release. The surgeon cut tissue around the instrument tip to remove it from the patient. As the customer attempted to remove the instrument, a metal piece sticking out of the instrument wrist got stuck on the trocar. The instrument and the trocar were removed together. A backup force bipolar instrument was inserted and the procedure completed robotically with no further incident. There was no other intra-operative complication or bleeding event. No medical intervention was required. There was no report of patient injury. The patient went home the next day. The patient was reported as doing great post-operatively. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the surgeon opted not to try to use the instrument release kit (irk) to remove the instrument from the patient's tissue. Instead, the surgeon chose to cut the tissue around the instrument to remove it because it was on tissue was already planned to be removed as part of the procedure.